Manufacturer narrative:
Product implicated is a 5 french dual lumen PICC. Returned for evaluation is the catheter hub only, which measures 6.6cm. Lot history review was not possible since no lot number was reported. The catheter separated at the hub-tubing joint. Under 50x magnification, the texture at the break point appears granular and dull. These signs indicate a typical tensile break. The complaint is confirmed, as the catheter did break. This complaint should be recorded as user-related since the catheter was pulled apart due to tension applied to the catheter as the patient was turned. The first precaution in the instructions for use states "it is important to follow the suggested method of securing the catheter as described in the instructions. If the catheter is not properly secured it may migrate or inadvertently be broken."

Event description:
The catheter broke at the bifurcation. The catheter was removed. No patient injury was reported to have occurred.